Manufacturer narrative:
The follow was included in the investigation in error in the follow-up #1 report and should be excluded ¿moisture observed behind the display (was not observed in investigation).

Manufacturer narrative:
Follow-up # 1 date of submission 8/03/2016 device evaluation: the device has been returned and evaluated by product analysis on 7/11/2016 with the following findings: a review of the black box and alarm history showed a cs 078 call service alarm. This alarm was duplicated during the investigation. The pump failed the 24 hour basal program test and the rewind, load, and prime test because of the alarm. The pump case was removed, and the motor flex connector was observed to have failed due to moisture damage. Further testing could not be completed due to the moisture. It was observed that there was moisture behind the display.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging a call service alarm issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.